Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior cervical diskectomy on (B)(6) 2013 and topical skin adhesive was used. The patient experienced a reaction and developed a rash post application. The reaction occurred sometime immediate to 24 hours post application. The patient had vesicular blisters on erythema base with induration of surrounding tissue with possible respiratory issues. The patient was prescribed a steroid dose pack, steroid injection and antihistamine. It was reported that it may have been an allergic reaction. The current condition of the patient was reported as fine. The rash and symptoms resolved however multiple rechecks and follow up were required.